Event description:
A malfunction occurred on a pump, reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump was out of warranty and was ready to set up and use a new in-warranty pump for insulin therapy.